Event description:
It was reported that the customer experienced an elevated blood glucose level displayed as "high"; although specific value was not provided. Reportedly, the customer had been using sleep mode 24/7. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change. Multiple attempts were made to follow up with the customer, however, no response was received.